Event description:
After the stapler was fired, the anastomosis opened up as if the stapler was not fired at all. The anastomosis was sewn by hand. Manufacturer response for curved intraluminal stapler, ethicon ils (per site reporter). Manufacturer provided tracking # and product return packaging.